Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with self-reported glucose values decreasing from 82 mg/dl after juice treatment to a fingerstick of 47 mg/dl, and later rising to 66 mg/dl, while the user believed insulin delivery was ongoing. Symptoms included shakiness and a feeling of being low. Outcomes included self-treatment with oral glucose and recovery without emergency care or hospitalization. Investigation included complaint intake with troubleshooting and education provided. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.